Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was described as defective by the surgeon. She indicated that the instrument was not holding its angle as she was turning it. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: no abnormalities such as dislodged or misaligned jaws, grip tip issues, physical damage, broken cables, or detached pieces were found on the force bipolar instrument, and no issues were identified with the port incision or placement of additional ports during removal. However, the instrument was reported to have difficulty holding its angle, resulting in non-intuitive and uncontrollable movement. No visible damage was observed on the conductor wire, cable insulation, or cable integrity.

Manufacturer narrative:
The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips did open and closed properly. For clarification, the customer complaint was instrument has "not holding its angle as she is turning it." The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.